Event description:
Note: this report pertains to one of two devices used during the same procedure; a stonetome, manufacturer report #3005099803-2015-01831, and an rx cannula, manufacturer report # 3005099803-2015-01871. On (B)(4) 2015, it was reported to boston scientific corporation that a stonetome¿ (MFR report #3005099803-2015-01831) was used during an endoscopic sphincterotomy (est) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, during the procedure, when they attempted to remove the stone using the balloon of the stonetome device, they noticed that the radiopaque (ro) marker on the tip of the catheter detached and only two markers were seen under x-ray. They then attempted to remove the detached radiopaque (ro) marker from the bile duct using this device, however, the radiopaque (ro) marker was unable to be retrieved and remained inside the bile duct. Reportedly, the device has three radiopaque (ro) markers; one on the tip of the catheter, and two on both sides of the balloon. The procedure was able to be completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿good.¿ on (B)(4) 2015, it was reported that an rx cannula (MFR report # 3005099803-2015-01871) was also used during this procedure. The physician was not sure whether the ro marker had detached from the rx cannula or the stonetome.

Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.